Event description:
A customer reported an over-infusion during patient use. The 24-hour infusion was completed in 16-18 hours. There was no medical intervention or patient injury in association with this report. No additional information.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.